Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under precautions it states, "intraoperative fracture or breaking of curvtek cartridges has been reported. Surgical instruments are subject to wear with normal usage. Instruments, which have experienced extensive use or excessive force, are susceptible to fracture."

Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. This failure mode involves fatigue or overloading of the flexible drive shaft. There are warnings in the surgical technique that state that this type of event can occur: "do not aggressively advance the cutter heads into the bone or attempt to create a complete tunnel with one continuous trigger motion. This will damage the cutter heads, flexible shafts and drill guide. In the event that a cutter head and/or flexible shaft breaks while operating, retrieve it and properly dispose of it.

Event description:
It was reported patient underwent a bankart procedure in (B)(6) 2012. During the procedure, while the surgeon was placing the curvetek cartridge in the curvetek handpiece the cartridge fractured. After another cartridge fractured the drill remained in the patient's bone resulting in intervention to remove the piece.